Event description:
The following info was reported to kci by the nurse: the nurse experienced "trouble with getting foam out of the would." No additional info is available. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number; therefore, a device history review could not be performed.

Manufacturer narrative:
Based on info provided, it cannot be determined how the foreign body alleged to be v.a.c. Dressing was removed from the wound. It is unk if med or surgical intervention was required. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional info, but there has been no response. This report is being filed due to possible user error.